Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump keypad anomaly. Customer's blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.